Event description:
The customer reported approximately five milliliters of clear fluid leaked from the bottom of the manual mode rinse block during backwash phase, in the manual mode, and dripped on the counter top involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place.

Manufacturer narrative:
The customer cancelled service and resolved the issue by cleaning the blood sampling valve (bsv) and the probe wipe rinse block. The instrument was returned to normal operation. (B)(4).